Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -17.5/+3.5/074 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and shallow chamber. The lens was not exchanged for another lens. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
(B)(4). Device evaluation-lens was returned dry, in lens case/vial. Visual inspection found optic torn, haptic torn and deformed, and fibers on lens surfaces. Dimensional inspection conclude that the lens is in specifications. No similar complaints were reported for units within the same lot. (B)(4).